Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the dingus in the rotor door section was off two teeth. The dingus was moved to the correct position in the door section of the rotor. The representative invalidated home and rehomed the system. The representative then tested the door open function 15 times. System functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was making noises when trying to close or open the gantry. The pendant showed the door was open when it was closed. There was not patient involvement.